Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of high capture threshold is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the healthcare provider wanted assistance in programming the pacemaker for magnetic resonance imaging (MRI). Review of the device system demonstrated noise on the atrial lead, along with a high threshold (5.0 v at 0.4 ms). Technical services discussed that the pacemaker system was no longer MRI conditional due to the non-functioning atrial lead and advised obtaining a new cardiology order. The atrial lead remains implanted.